Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3,h4, h6 (type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). It was reported that during scheduled pm the cardiosave intra-aortic balloon pump (iabp) had a issue of missing hinge covers. There was no patient involvement. A getinge field service engineer evaluated the unit and observed missing hinge covers. Replaced and corrected failure.complete checkout and checklist has been performed.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was observed missing hinge covers. There was no patient involvement reported.